Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-09074it was reported that the implantable cardioverter defibrillator and the left ventricle lead were explanted due to infection. Further information was requested but not received.